Event description:
The patient was initially implanted with an ovation prime aortic body and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial procedure it was reported that the right iliac limb had pulled out. Re-intervention was completed. The physician cannulated the limb that that was in the sac and extended it into the external iliac by implanting two (2) additional iliac limb stent grafts. The patient status was reported as being stable. Additional information: clinical assessment determined that there was evidence to reasonable suggest an occlusion of right iliac limb occurred and fem-fem bypass was performed (unknown date) to treat the occlusion. The right common iliac artery occlusion and fem-fem bypass was discovered during review of the radiology reports.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right limb cephalic migration event/incident as being refuted, rather the left limb graft migrated cephalic into the sac as per the radiology report. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an occlusion of the right iliac limb occurred and fem-fem bypass was performed (unknown date) to treat the occlusion. The right common iliac artery occlusion and fem-fem bypass was discovered during the review of the radiology reports. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with an ovation prime aortic body and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial procedure it was reported that the right iliac limb had pulled out. Re-intervention was completed. The physician cannulated the limb that was in the sac and extended it into the external iliac by implanting two (2) additional iliac limb stent grafts. The patient status was reported as being stable.